Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was exhibiting a pacing impedance measurement of less than 200 ohms, and noise which led to inappropriate shock therapy. Subsequently, boston scientific received information that a lead fracture had been suspected.

Manufacturer narrative:
This pace/sense portion of this rv lead was surgically capped and abandoned, and a new rv pace/sense lead was successfully implanted. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available. Fifteen months later, a fracture of the remaining active portion of this lead was revealed due to clavicular crush. This portion of the lead was removed from service without further incident.